Event description:
Event description guidant received information that during implant of this pacemaker, testing with the analyzer revealed appropriate lead measurements. After the leads were connected to the pacemaker and the patient's pacemaker pocket was closed, the ventricular lead impedance was >2500 ohms. The lead had r-waves of 8.2 mv, with no capture. The device was removed and the lead was connected to the analyzer again, with normal measurements observed. The lead was connected to the device again and exhibited inappropriate measurements. The setscrew was then fully tightened, after which measurements were appropriate. However, the device was explanted, replaced and returned for analysis.